Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found to be dislodged. The patient's mother reported that she could smell insulin although no insulin was visibly leaking form the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone control ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone 12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
No evidence of damage to the fully deployed cannula was observed. The cause of the reported dislodged cannula could not be determined. No leaks were observed in the fluid path after conducting a leak test. No problems were observed with the cannula to cause the reported leaking during wear event.